Manufacturer narrative:
(B)(4). Patient information not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown. Reporter's name not provided/unknown.

Event description:
It was reported that the ratchet extension (imre200) does not disengage from the implant. The procedure was finished with another procedure.

Manufacturer narrative:
One certain® ratchet extension was returned for inspection. A visual inspection revealed signs of wear consistent with use. The o-ring is worn down and in need of replacement.. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: nstsm rev d 02/16. Information identified: optional step for external hex tapered implant placement between or adjacent to teeth: final seating of the implant may require the use of the ratchet extension and the ratchet wrench. Verify that the ratchet extension is engaged/retained within the ratchet wrench in order to prevent accidental swallowing or aspiration of the ratchet extension. The device was functionally tested, and it was noted that a mating implant would not assemble with the ratchet extension. The devices did not become stuck together. A technical deficiency was confirmed. The complaint was confirmed based on the deficiency found during the functional test. The event for stuck was not confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.